Event description:
Attempts to remove primary controller after death on (B)(6) 2025 unsuccessful as red release button would not depress. Controller removed by severing the driveline cord near the controller.